Event description:
It was reported that during a vaginal hysterectomy procedure, the distal end of the anvil jaws were not completely closed. The knife blade retracted, but the device would not open. The manual release lever was used, but the jaws would not open. The surgeon clamped the tissue on one side and pulled the device off. The staple line was intact except for a small gap from pulling the device off. The surgeon used clamp cut and tie for the small gap, and there was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received with the handles damaged and with a reload present. The reload was received fully fired. After further analysis, it was noticed that the top of the one-piece sled rail was deformed. The clamping mechanism was damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the right and left shroud retention boss's were damaged. This evidence is consistent with excessive load applied to the closing and firing triggers. The excessive load can be produced by clamping over excessive tissue thickness or firing across hard objects. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.